Manufacturer narrative:
On an unknown date in (B)(6) 2017, a follow-up study confirmed the amount of aneurysm enlargement to be 16mm.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2013, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2017, the patient underwent re-intervention to treat aneurysm enlargement (amount unknown). It was reported there was no obvious endoleak. A computed tomography scan reportedly showed a slight contrast density around the lower proximal neck, and the physician suspected a proximal type I endoleak. An excluder® aortic extender component was implanted proximal to the existing endoprosthesis. Final angiography reportedly showed no further evidence of endoleak. The patient tolerate the procedure.